Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown. The patient was treated with injection (inj) fortum-intraperitoneal (ip) (1 gm, once daily), inj reflin-ip (1gm, once daily) and inj amikacin-ip (200 mg, once daily). At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.